Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via evaluation of the submitted log files. On (B)(6) 2024 at 07:51:36, the log file captured no external power alarms while connected to the mpu due to a relative state of charge (rsoc) voltage of ~0v on both power cables. At 07:52:04, the alarms resolved when power was restored to both power cables. The backup battery supported the system without issue during this event. The no external power event did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2024. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: additional information. D4: serial number, lot number, primary UDI number, updated h4: device manufacture date, updated no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The mpu had a v-lock connector on the ac power cord at the time of event. The patient denied the ac power cord coming loose from both the wall outlet or back of unit. No environmental circumstances occurred that would have affected ac power. The mpu was removed from service and was returned and disposed of.

Event description:
It was reported that the patient reported that their mobile power unit (mpu) was alarming the morning of (B)(6) 2024. There were no power outages or surges at home. The mpu was reportedly working afterwards. Data showed a no external power alarm int he a.m. This was the patients second mpu, the first one had malfunctioned and was returned for evaluation. Data has been attached for analysis. The event log file captured no external power events on 07nov2024 at 0751 where it appeared the mpu lost all power, enabling the backup battery (ebb) in the controller until power was restored to the controller. The event lasted about 28 seconds with no interruption to pump support. The patient/ caregiver reported the mpu alarms. All lights were off and came back on shortly after with no issue. MFR: #2916596-2024-07148, previous mpu malfunction.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.